Event description:
Reporter alleged blood glucose device had been reading high (in the 400s mg/dl) however, customer did not have any symptoms at those times. It was stated customer's glucose was 328 mg/dl, however, he felt low glucose so his wife gave him a piece of an oral diabetes medication. Customer stated after the medication, he became sicker and wife took him to the hospital where their device read 22 mg/dl one hour later. Reporter indicated customer was hospitalized for two days until glucose was stabilized, however, type of treatment, if any, was not provided. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.